Manufacturer narrative:
Device evaluation: neither samples nor pictures were received for the analysis of this complaint. No device history record was reviewed since the lot number was not provided. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the "slip-joint" (proximal connector) of the tube became detached from the tube of the probe. There was unknown patient involvement, and no patient harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.